Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal did not load into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal did not load into the delivery system properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Specks of blood were observed on the loading device. The delivery device was returned outside the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The tension spring assembly and seal were observed to not be loaded completely into the delivery tube. The slide lock was dis-engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly were taken out from the delivery tube for inspection. No crack/delamination of seal was observed. The seal and tension spring assembly were completely intact. No other failures were observed. The following measurements were taken; the inner delivery tube diameter was measured at .196 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure mode ¿fitting problem¿ was confirmed.